Manufacturer narrative:
(B)(4). Additional information: the device was received with the 4-40 stud from the handpiece broken off inside the instrument. The blade tip was intact and not broken off as reported by the customer. Further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching it to the handpiece. It could not be determined why did the 4-40 stud broke off from the hand piece. Possible causes that may have contributed to the 4-40 stud breaking off of the handpiece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used.

Event description:
It was reported that during an unknown procedure, the instrument broke. No piece fell into patient. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.